Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure, the sureform 60 stapler instrument did not work accurately, and the staples also came out of the blue reload poorly. The stapler failed to form a sufficient staple line. Additionally, the blade was coming off without a warning message. The procedure was completed with no patient harm, adverse outcome, or injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis. Stapler logs showed the sureform 60 stapler instrument was installed on the system 6 times and fired 6 reloads (4 blue, followed by 2 white). On each install, the first clamp was successful, and the firings were each completed with no pauses for compression. There were no stapler related errors in the logs. A review of the provided images was performed. It appears that the blade is exposed and caught the reload plastic, generating a blue strand. It appears that the strand may have fragmented and was retrieved, but it could not be confirmed from the photo. This manufacturer report captures the allegation that the blade was coming off without a warning message. Manufacturer report number 2955842-2026-23048 captures the incomplete staple line.